Event description:
Philips received a complaint by the customer on the v60 indicating that the battery was not charging. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the battery was not charging. A field service engineer (fse) went onsite and replaced the alternating current (ac) power cord to resolve the reported issue. The fse performed full performance verification test (pvt) as per the manufacturer's specifications. The fse replaced the ac power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.